Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/re-scheduled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was to be implanted in the common bile duct to treat a 6 cm benign biliary stricture during a stent placement procedure performed on (B)(6) 2026. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the stent could not be deployed even after several attempts because the stricture was too tight. The procedure was not completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was to be implanted in the common bile duct to treat a 6 cm benign biliary stricture during a stent placement procedure performed on (B)(6) 2026. The patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the stent could not be deployed even after several attempts because the stricture was too tight. The procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/re-scheduled procedure. Block h11: investigation results: based on the available information, boston scientific corporation could not confirm the reported event of stent failure to deploy. The device was not returned; therefore, product analysis could not be performed. Based on the information available and without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which have contributed to the reported event device technical analysis: the device was not returned; therefore, product analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "cancelled/rescheduled - post sedation/sedation unknown" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.